Event description:
Revision of bilateral broken rods performed on (B)(6) 2015. Sometime following the patient's first operation, she had a fall. This resulted in one side rod to break. Subsequently, the rod placed on the contralateral side was under more strain and it also broke. Dr (B)(6) had to removed the bottom half of broken rod and replace. He removed the left side rod from l4 to s2 and replaced with a new 85mm rod. He removed the right side l5 to s1 and replaced with a 75mm rod. He then used two 55mm rods placed medially to the screw construct at each side. Then connected these rods to the existing superior rods and the new placed inferior rod constructs using two lateral connectors at each side, one at each end of the 55mm rods. Too early to determine patient outcome, product specialist will follow up with the surgeon.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) viper2 straight trial 400mm rods (product code: 1867-89-400, lot numbers: bj4579, unknown) were returned to the complaints handling unit (chu) for evaluation. Visual examination both sections of rod were found to be broken approximately 9 to 12 cm from their hex ends. Two surface morphologies were found on both - a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. This suggests that the fractures first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. Fatigue striations/progression lines extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the samples and the information provided. The result of fracture analysis suggests that a probable root cause is fatigue failure of the rods. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.